Event description:
The customer reported that the pin inside the lock was missing. Therefore the lock would just turn and would not disengage for the lock to open. They were able to get the lock open without cutting the cuff off the pt. There was no pt injury or personal threat to the staff. The customer stated that they have used this cuff numerous times.

Manufacturer narrative:
The product was returned for eval. Physical exam found that two of the buckles worked fine. One buckle was difficult to open and the pin was confirmed to be missing. (B)(4).